Event description:
It was reported that when patient presented to the clinic with complaint of discomfort and pain at the site of the pocket, patient¿s skin had pressure placed by the device from the inside of the pocket. It was suspected that this could be due to the patient experiencing weight gain in the past few months however the patient¿s skin was still intact. Device was explanted and the leads were capped and pocket was closed. It was to be decided at a later date if a new system would be implanted. Patient was stable.

Event description:
New information received: device infection was observed. Device was explanted. Patient was stable.